Manufacturer narrative:
Concomitant product(s): product ID: 4524-45 lead, implanted: (B)(6)1998. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured and the right atrial (ra) lead was compromised during the rv lead extraction. In addition, during the explant procedure, the patient experienced a pericardial effusion and brief hypotension. The effusion was drained and the patient was transfused with a unit of packed red blood cells. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.